Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Difficulty retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, it may be possible that the difficulty advancing the retrieval catheter is due to interaction with a newly placed stent. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that during a stenting procedure in the mildly calcified left internal carotid artery, the emboshield nav6 recovery catheter could not cross the stent. A non-abbott 4f straight catheter was advanced to the filter and the filter was collapsed into the catheter. There was no adverse patient sequela. The patient was transferred to the cardiovascular surgical unit to wait for a planned coronary artery bypass graft that was scheduled for (B)(6), 2011. No additional information was provided.